Event description:
Per customer email- (B)(4). Yes, the pack was used after freezing. However, I suggest that as the injury can be this severe that the warning should not be in small print in the same light blue color as everything else on the pack when the most noticeable direction (especially for those who do not read well) are the larger pictures that illustrate it is ok to put it on your leg. Please forward this request to the manufacturer and let me known if there is someone I can speak with directly. I am on our product safety committee and we will be discussing this product at our next meeting.

Manufacturer narrative:
The product sample was not provided, therefore a physical examination of the product cannot be conducted. The lot number was not provided, therefore an investigation into the DHR could not be conducted. Label copy clearly states: for single use only. Do not freeze or refrigerate. Refrigeration prior to application may result in frostbite. A review of our quality data and history does not indicate adverse trends.